Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2003 due to low blood glucose levels. The customer's blood glucose at the time of admission was 17 mg/dl. The customer stated that, prior to the adverse event, the customer was just sitting and did not feel well. The customer was sweating a lot at the time of the event. The customer stated that paramedics were called to her house. The customer was unsure what the cause of the low blood glucose was. Nothing further reported.